Manufacturer narrative:
Other, other text: h10. Device evaluation results: one cadd legacy pump was returned for investigation in used condition. High pressure alarm messages were evidenced in the event history log. The customer reported problem was confirmed. The pump was found to be double beeping upon power up. This occurred despite the fact that an administration cassette was not attached. The root causes of the issue was unknown. The downstream occlusion was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep no cassette. No patient was involved in this event. No adverse effects were reported.